Event description:
Customer reported that there is noise on the video (incapable of subject recognizing). The issue found at preparation for use. The device was replaced and the intended diagnostic procedure was completed with similar device and with no delay. There was no patient harm, no user injury reported as a result of the event. Device return evaluation found the coating on the connecting tube (insertion section) is peeled off , (over 1mm2) . This report is being submitted for peeling of the coating material of the connecting tube found on device evaluation.

Manufacturer narrative:
Initial reportere1- address: (B)(6). Device return evaluation was completed . Device evaluation and inspection, service repair noted the following findings: noise is generated on the video due to the deformed plug unit. Resistance insulation value is out of standards due to the broken connecting tube. Leakage noted. Waterproof failure due to the pinhole at connecting tube. The coating on the connecting tube (insertion section) is peeled off, (over 1mm2) . Angulation in the up direction is out of standards due to the worn angle-wire. Device evaluation has confirmed the customer reported issue of noise on the video. The issue was found to be attributed to deformed plug unit. Additionally, peeling of coating of the insertion section was observed. Peeling exceeded more than the standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. Handling the device in accordance with the following instructions for use (IFU) may enable the user to detect the suggested device properly: "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Handling the device in accordance with the following IFU may enable the user to reduce/prevent the suggested event: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.